Event description:
Additional information received reported that a power on reset (por) occurred. It was not specified which code accompanied the por but it was successfully cleared. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a communication problem and a suspected over-discharge. The reason for the over-discharge was due to patient non-compliance. The patient had last charged their device one month prior to the call and since then had tried multiple times to charge. The patient programmer or implantable neurostimulator recharger (insr) would not recognize their implantable neurostimulator (ins). The patient noted that this is their third over-discharge. The patient was schedule to meet with their health care provider (hcp) on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778, lot# v260897010, implanted: (B)(6) 2009, product type: lead. Product ID: 3778, lot# v336267036, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).